Event description:
It was reported that screws are not fitting correctly and shower chair is loose. Customer confirmed he is assembly correctly and putting screws in correct spots.

Manufacturer narrative:
It was reported that screws are not fitting correctly and shower chair is loose. Customer confirmedhe is assembly correctly and putting screws in correct spots.there were no reports of death, seriousinjury, medical intervention, or follow up care. It has been determined that the reported eventcould cause or contribute to serious injury if it were to occur again. In an abundance of caution, thisis a reportable event. If additional information becomes available this report will be reopened andreevaluated. This medical device report (MDR) is being submitted as part of retrospective reviewactivities, which include review of historical data in accordance with regulations at 21 cfr part 803.the information included in this MDR reflects the information reasonably known to themanufacturer at the time of this retrospective review and submission.